Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device for tissue resection during a video assisted thoracoscopic procedure, the stapler did not advance. The surgeon replaced the device to resolve the issue. There was no patient injury.